Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 6 months after two dental implants were installed in intraoral regions #12 and #13, their non- osseointegration was observed. A 45 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type ii, fenestration occurred during surgery and bone graft was executed.